Event description:
Three years after undergoing stent implantation in an unknown vessel, the pt was admitted wht chest pain. An angiogram performed the day of the admission revealed a stenosis in the previously implanted bx velocity stent, but the lesion was not treated until two days later. In the interim, the pt was transferred to the cardiac care unit. Two days later the pt underwent a second procedure, at which time a cypher stnet was implanted within the previously implanted bxxvelocity stent.